Event description:
User experiencing erratic results on bicarbonate assay. The following examples were provided, repeat testing performed on different analyzer: (1) initial result 42 mmol/l, repeat 24 mmol/l, (2) initial result 44 mmol/l, repeat 28 mmol/l, (3) initial result 44 mmol/l, repeat 25 mmol/l. Initial results were not reported. The on site bio-medical engineer determined the instrument was contaminated. The instrument was decontaminated.